Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated that the customer experienced hyperglycemia. Customer visited emergency room (ER). Customer had issues with infusion sets and changed the set, because customer was not getting insulin. The blood glucose value at the time of the call was 240 mg/dl. Troubleshooting was performed. It was found, that the customer treated the high blood glucose event with the insulin pump. Customer was using the insulin pump system within 48 hours of reported high bg event. The auto mode/smartguard feature was active at the time of high bg event. No further patient complications were reported. The customer will continue the use of the insulin pump. And will not be returned for analysis.